Event description:
Reporter indicated a vns patient was having increased seizures and that vns generator replacement was planned. A surgery date has not been set yet. A vns generator battery life estimate revealed -2.31 years remaining, but the programming history was not complete. Per recent vns diagnostics tests, the generator is not at end of service. Attempts to the reporter for additional information have been unsuccessful to date.